Event description:
The customer reported that they received an erroneous result for one patient sample tested for creatinine plus (creatinine). The customer pulled some samples to run a lot comparison. After repeating one of the samples, they found that the initial result was erroneous. The urine sample initially resulted as 32 mg/dl and this value was reported outside of the laboratory. After the sample was pulled for comparison testing, the sample was repeated using the new reagent lot (lot 66190301, expiration date 02/28/2013). The repeat result was 90 mg/dl. The sample was also repeated on another c501 system using the old reagent lot (lot 65985401, expiration date 12/31/2012) and the second repeat resulted as 89 mg/dl. The customer believed both repeat results to be correct and the 90 mg/dl value was reported outside of the laboratory. The customer did not know if the patient was adversely affected by the event. No adverse events were alleged. The creatinine reagent lot number was 65985401 with an expiration date of 12/31/2012. The field service representative was not able to determine a cause. He performed a check and stated that the rinse mechanism is rinsing ok and appears normal. The customer quality control has been normal since the occurrence.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. The quality control and calibration data do not indicate a problem with the reagent or instrument. No adverse event was reported.